Event description:
Biomed reported 10 times the amount of dilaudid was programmed and customer wants a keystroke report to verify what they suspect. The pt was not harmed and no medical intervention required. Customer states that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Event logs have been received and the log review pending. A f/u report will be submitted with failure investigation results once the eval is completed.